Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The patient reported bleeding at the insertion site (abdomen), while wearing the pod for between 5 and 24 hours. As treatment, a new pod was applied. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.